Manufacturer narrative:
Additional information: h4:device manufacture date. Evaluation summary: this device has been repaired and defect parts replaced.

Event description:
U/d angle wire ruptured. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.